Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed displacement test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. Pump received with broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window noted.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap appeared normal during troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.